Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist discovered that many samples had been flagged due to short sampling. The tsc specialist contacted a siemens customer service engineer (cse). The cse determined that the aliquot probe should be replaced due to the short sampling. The cse contacted the customer and provided instruction for replacing the aliquot probe, which the customer did. The cause of the discordant, falsely low calcium and glucose results was a malfunction of the aliquot probe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium and glucose results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The operator had been receiving flagged results for short sampling on the instrument. The operator reran the sample on an alternate instrument, and the calcium and glucose results were higher. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium and glucose results.